Event description:
It was reported that during a procedure a polarx catheter was selected for use, however the error code 2850: error 1 - 00004000-2: console detected blood in the catheter was displayed, therefore it was decided to replace the device and the issue was resolved. It is unknown if there was blood visible inside the catheter. The procedure was completed. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 21. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An inner balloon wire split was found during balloon dissection.

Event description:
It was reported that during a procedure a polarx catheter was selected for use, however the error code 2850: error 1 - 00004000-2: console detected blood in the catheter was displayed, therefore it was decided to replace the device and the issue was resolved. It is unknown if there was blood visible inside the catheter. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.